Event description:
On 12/4/2023, infutronix received a report that a patient's tubing break that caused the patient's drug to spill and resulted in incomplete dose for the patient. No further details provided. Infusion took place at home. Patient involved. No patient harmed. Device will not be returned but pictures were sent in showing that the tubing was breaking off right at the pump on the intake side.

Manufacturer narrative:
Upon review the unknown adminstration set cannot be located because there is no information provided with this device. This MDR will be reopened in the event the product involved or additional information becomes available.